Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the act button was not working. The customer was advised that we are arranging replacement.

Manufacturer narrative:
The pump was received with no act button response due to a broken component on the lcd board. Unable to perform the displacement test due to no button response. No cosmetic damage was noted during physical inspection.